Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an occlusion associated with bent cannula. The event resulted to hyperglycemia and the patient treated the elevated blood glucose level by administering multiple daily injection.